Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that there was a strange noise. It seemed like there was an air leak from the joint between the hose and dermatome handpiece. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Product review of the air dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that there was thick grease throughout the inner workings of the device which was gumming up things. The motor speed was within specification. The calibration was out of specification at only the zero setting. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the motor, swivel, poppet assembly and bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that there was a strange noise. It seemed like there was an air leak from the joint between the hose and dermatome handpiece¿ was non-verifiable since during product review there was no noise and or leaks found. The root cause of the noise and air leak cannot be specifically determined with the provided information since there was no noise or leaks found during product review. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there were strange sounds, seems like an air leak from the joint between hose and dermatome hp. This issue was investigated by scrub nurse before the operation . Per clinical follow up the reported issue occurred before surgery. The event was identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The UDI number of the product is not known. Review of the information determined that there was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. No medical intervention/additional surgical procedure was required.